Event description:
The MFR's rep reported that the pt received a "bigger bolus than should have." The pt had undergone "catheter revision/pump refill done. Changed drugs and programming done at another facility. Drug concentration was ml instead of mg/ml so pt got bigger bolus than he sholud have." The pt is absolutely fine - no problems at all." The pt was receiveng morphine via the drug delivery system. The pt was admitted to the hosp, but it is not believed to be due to the bolus, but to other issues. He was planning on discharge on day of report.